Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the vivera retainers caused or contributed to the patients symptoms. This event is being filed as an MDR since the treating doctor considered the event was serious and life threatening to the patient and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of anaphylactic episode and vomiting. The patients mother reported calling 911 and driving the patient to the ER, due to the reported symptoms. The patient reported being given two epipen shots (first on the drive to the ER and the second in the ER), both given by the patients mother, to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017 and the patient is currently back to normal. The treating doctor considered the event was serious and life threatening to the patient.